Event description:
This spontaneous us reports refers to a pt with right lung carcinoma who underwent right thoractomy and right upper lobectomy in 2004. During surgery coseal was applied along the fissure that was created in order to complete lobectomy (not along the staple line). The pt had immediate airtight sealing intraoperatively. Following the procedure, the pt was extubated and tranferred to the intensive care unit in stable condition after which they were transferred to cariac surgery unit. On postoperative day one, the pt was hemodynamically stable. Chest tube drained 230 ml of serosanguineous drainage. The pt was no fentanyl drip which was providing adequate analgesia. The pt had a positive air leak from their chest tube. Chest tubes were continued on suction. The pt continued to progress well in the cardiac surgery unit. The pt did not have peripheral edema and their lungs were clear to auscultation with diminished breath sounds at the base. They continued to have serosanguineous drainage from their chest tubes had normal sinus rhythm throughout the hosp course. Air leak resolved the following month. Chest tube was placed to water seal. Epidural catheter had been removed and the pt was placed an oral analgesia. Chest x-ray 2 days later showed basilar atelectasis with no new infiltrates or effusions. Chest tubes were discontinued. The incision was cdi. 2 days later, the pt was discharged.